Event description:
It was reported that the atrial lead was unable to maintain position. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. The proximal conductor was found to be distorted and had blood/body fluid present. The outer insulation was breached cut. Blood was also present in/on the helix mechanism, and the lead exhibited apparent explant damage.